Event description:
The technician alleged the brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced a wheel and adjusted the brake casters to resolve the issue.